Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was seized, the hinge gasket was damaged, and the reciprocation arm was worn. The motor, ball bearings, hinge gasket, and reciprocation arm were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Continuous running when air hose attached. Event occurred during surgery with no harm or delay. The fault was found through operation but no patient was harmed and there was no delay in surgeries. Investigation found the motor seized. No adverse event was reported as a result of this malfunction.